Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event. Treatment was not reported. On an unknown date the patient was discharged from the hospital. At the time of this report, the patient was recovered from peritonitis and action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.